Event description:
Ous MDR - after an implantation period of approx. 2 months, it was reported that the ICD could not be interrogated. The patient declared that back on (B)(6), she received a strong shock. The device was explanted, but not yet returned to biotronik.

Manufacturer narrative:
The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. The inspection of the electronic module revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. Due to these damages of the electronic module, the device could not be interrogated properly. Based on the symptoms, the device was most probably damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. Therefore a potential damage of the ICD lead used with this device should be taken into consideration. This is consistent with the low impedance values mentioned in the complaint description. In a next step, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the electronic module was found damaged most probably due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. The analysis revealed no indication of a material or manufacturing problem.